Event description:
It was reported the epg (external pulse generator) was dropped. The rear case is split around the ventricular leads jack, and a rear case screw and belt loops are missing. It was returned for repair and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis confirmed the customer comment; the lower case and both bails were broken. It was also found that the upper case and battery drawer were broken. The ring cover was contaminated and one case screw was missing. The display was missing segments.